Event description:
It was reported that pump displayed malfunction alarm malf 16 with associated fault ID, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump into storage mode and return problematic pump using prepaid label within 10 days, and pump replacement was arranged.